Event description:
It was reported that when the preloaded monofocal lens(iol) was implanted into the patient's eye, the trailing haptic was missing. Furthermore, approximately half of the optic itself was also missing. As a result, the lens had to be removed from the patients eye, and the backup dib00 lens was used. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 16, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the plunger rod completely advanced. A portion of the lens could be observed in the lens module. The portion of the lens was removed and was a detached haptic. The lens module was inspected, and no viscoelastic residue or damage was identified. The device assembly was inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. The lens was received cut into several pieces. No further lens issues could be identified. No further evaluation was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.